Event description:
It was reported the patient experienced no stimulation sensation. The symptoms began about one month prior when she started chiropractic exams. The chiropractor did work on her back with the lead/extensions in place. The patient was seen in the clinic. Impedance measurements were greater than 4000 ohms on all electrode pairs. Troubleshooting was being considered. The patient was planning to see the physician two weeks later to get x-rays. Additional information has been requested but was not available on the date of this report.